Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0177630 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [20090735, 200899656] noted for shield pull. There were four (4) notifications [200899905, 200900817, 200901067, 200899210] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe and remained in the shield. The following information was provided by the initial reporter: "consumer reported needle hub difficult to remove. Also reported needle hub separated and stayed inside of the shield."